Event description:
It was reported that the lead dislodgement was noted 2 days post implant. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.